Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device failures included battery failure and delivery failure. Injuries included withdrawal, failure of therapy, hospitalization, and overdose. It was noted that date of injury was ¿continuous in nature.¿ a device was implanted on (B)(6) 2006, and a device was implanted on (B)(6) 2012. No further complications were reported or anticipated.